Manufacturer narrative:
Root cause: the root cause for the reported issue that device had false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a false alarm occurred while infusing IV tylenol with a primary infusion of normal saline. Secondary IV tylenol was initiated, and when the device alarmed (infusion complete) it was noted that the IV tylenol had not been administered; the infused volume was from the primary normal saline. A new setup with the primary bag clamped resulted in a correct administration of the secondary IV tylenol. There was patient involvement, but the outcome is unknown. Additional information received 28 may 2026: the customer states "the issue was with a disposable bd product (the secondary alaris tubing set)". Additional information received 04jun2026: per report the customer states "tylenol was going over 15 minutes. To my knowledge, there was no air in line alarm."